Event description:
It was reported that while using bd viper¿ pcr extraction reagent trough with piercing tool the customer found that the product did not have a label. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "pcr reagent trough did not have a barcode label attached and therefore the viperlt did not start the run. Trough was changed and run could be started. No patient was impacted."

Manufacturer narrative:
Initial reporter prefix: mr. (Dr.). Initial reporter address: (B)(6) investigation summary: "bd integrated diagnostic solutions initiated investigation on the customer report regarding one (1) viper lt linear trough with a missing barcode label. Bd investigation required review of the batch history records and visual inspection of retention materials from the customers reported reagent batch as well as complaint trending review. Review of the batch history records and visual inspection of retention materials could not completed as no batch number was provided. Review of the past year of customer complaints reveals this to be an isolated occurrence, which bd is considering to be an isolated incident at this time. Bd will continue to closely monitor for trends associated with viper lt linear trough with a missing barcode labels. There was no corrective action taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services."